Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Based on the information reviewed, a conclusive cause for the reported pericardial effusion could not be determined. The reported poor visibility was due to patient anatomy (rotated heart, flail) and procedural conditions. The reported patient effect of pericardial effusion as listed in the mitraclip ntr/xtr instructions for use (IFU) is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report during the procedure a pericardial effusion occurred. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade 4+ and rotated heart. Visibility was difficult due to the patient anatomy. The clip delivery system was advanced to the mitral valve, but visibility became more difficult as a pericardial effusion was noted. The exact location of the pericardial effusion is unknown. The steerable guide catheter and cds were removed. Pericardiocentesis was performed. The procedure was aborted. There were no clips implanted, mr remained at 4+. The patient was sent to intensive care unit (ICU). The patient is stable and remains hospitalized. No additional information was provided.